Manufacturer narrative:
Section d: a correction was made to update the pli to reflect the correct device information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was mdt rep called during ins replacement from normal eos. Mdt rep reports that because the device was already at eos, he could not check impedance values prior to the case. Mdt rep reports that he asked pt about their system and therapy and pt reports no issues with therapy prior to the system reaching eos. Mdt rep reports that at the end of the case he checked impedance values and reports that 0 and 8 were low and orange, the rest were normal values and green. Mdt rep reports that the hcp rinsed out the pocket and antibiotic fluid and asked mdt rep to check them again, which showed just contact 1 was low and the rest of the contacts now showed ~36000-37000 ohms. Mdt rep indicated this change may likely be from the extra fluid the hcp used during the second impedance check. The caller was not with the patient. So further troubleshooting was not available. Mdt rep reports they will recheck impedance values after pt recovers and call back if further assistance is needed. Mdt rep called back and reports that after getting the pt over lying on their back and awake from surgery, they tested stimulation and pt reports that stimulation was comfortable and effective. Mdt rep reports that an impedance check with ref contact 0 showed that 0 was red, and all other contacts were green but showing exactly 40k ohms. Mdt rep did not change the reference electrode or check connectivity. Mdt rep reports that he instructed pt to call him if they noticed changes in stimulation or had any issues, and plans to meet with the pt again next week. Mdt rep reports he will do impedance check, look at different reference electrodes, and run connectivity check, and call ts back if further troubleshooting is needed.